Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent cystoscopy due to sui and urinary urgency. Following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and bladder spasms.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2008, and mesh were implanted. Dates not clarified per procedure. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.